Event description:
Event was reported to MFR per device tracking form. The catheter was sheared off at the 9 cm mark during implant procedure. The piece was left in the intrathecal space and another catheter implanted successfully. The pt was suffered no sequela to date. Pt is doing well on the therapy.